Event description:
It was reported that a male patient allegedly underwent revision surgery in 2006 due to an alleged onset of paralysis. The initial surgery took place in 2005.

Manufacturer narrative:
This event is being reported due to the alleged patient injury a subsequent revision surgery that was performed which is associated with abbott spine product. Additional information has been requested, however, no further information has been made available. The investigation is pending and upon receipt of additional information, it will be provided via supplemental report if necessary.